Event description:
It was reported that there was no improvement in symptoms, and the valve was replaced. The patient recovered after revision surgery.

Manufacturer narrative:
(B) (4). The valve was patent, but it did not pass leak testing due to tears on the reservoir. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.